Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Sizing issue. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the surgeon's response, "a size 29 was chosen, and once in atrium was clearly too large to fit in annulus; therefore was discarded and a size 27 used instead." The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.